Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted and the patient was doing well postoperatively. The explanted device will not be returned.